Manufacturer narrative:
Zimmerbiomet complaint number (B)(6). The following sections have been updated. B5: describe event or problem. D1: brand name. D2: device product code. D4: catalog, lot number, UDI, expiration date. G4: date received by manufacturer. G5: PMA/510(k) number. G7: type of report, follow-up number. H2: follow up type. H4: device manufacture date. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A certain® low profile one-piece abutment 3.4mm(d) x 1mm(h) (ilpc341u) was returned for investigation.. Visual inspection of the as returned product identified a fracture.no pre-existing conditions were noted on the per. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is unknown. Pictures or x-ray images were not provided. Documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f ¿ october 2019 information identified: warnings precautions potential adverse events. DHR review was completed for the subject lot number (2020030801). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa.complaint history review was performed for the reported lot number (2020030801) for similar event and no other complaint was identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown/not provided. Age and date of birth unknown/not provided. Patient sex unknown/not provided. Weight unknown/not provided. Brand name unknown/not provided. Device product code unknown/not provided. Catalog and lot number unknown/not provided. Email address unknown/not provided. PMA/510(k) number not available.

Event description:
It was reported abutment screw fractured at 15 ncm during procedure.